Manufacturer narrative:
The reported field event of an inability to communicate with the device was found to be caused by a low battery voltage. Based on device settings, a longevity calculation was performed and was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of low battery voltage could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during follow up, the device could not be interrogated after multiple attempts. It was noted that in (B)(6) 2013 a remote transmission with a magnet reversion alert was received, however the patient did not present at that time. Device was explanted and replaced. Patient condition was normal.